Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (B)(6); 0195-heart valves; implant date (B)(6) 2025 product ID d-evolutfx-2329 (lot: 0012740596); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012718255); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012642936); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following full release, the valve dislodged. A coronary occlusion was noted. Subsequently, a second valve was implanted in the patient.

Manufacturer narrative:
Updated data: b2. B5. D4. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and a post-implant bav was performed prior to dislodgement due to moderate-severe paravalvular leak (pvl). It was reported that the valve dislodged and occluded the coronary ostia. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm) and the implant depth on the left coronary cusp (lcc) was 2 mm. After valve dislodgement, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was -1 mm. A medtronic guidewire was used during the procedure. Additionally, the patient had a medical history of coronary artery disease.